Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event is due to surgeon error while repositioning the device. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques, and did not apply a new distraction before trying to reposition the device. As indicated in st : "if necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ." The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed).

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Root cause seems to be user error because surgeon hasn't applied distraction before repositioning the implant. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. Prosthesis was implanted. Surgeon needed to readjust the positioning of it and when he tried to, it fell apart. Implant was removed and replaced by a new one. No impact on patient from additional description received, root cause seems to be user error because surgeon hasn't applied distraction before repositioning the implant.